Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm did not find any issue with this iabp. The iabp was due for preventative maintenance (pm) and the stm performed it. The unit passed all functional and safety tests and was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) presented a malfunction, but they did not know what was the problem. The clinician stated that they saw a malfunction message. This happened while the iabp was in use on a patient. There was no patient harm and no adverse event was reported.